Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Residue of tampon in body- vagina [foreign body in reproductive tract]. Residue of tampon on the sanitary napkin [device breakage]. Case narrative: consumer reported via phone that there was tampon residue in her body during tampon removal. No serious injury reported.